Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and outcome of the peritonitis were unknown. No medication treatment was given to the patient. It was unknown if the patient was hospitalized for the event. It was not reported whether dianeal therapy was ongoing. No additional information is available.